Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an xl + screen flash when boot up and can't enter system. There was no patient involvement.